Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer accidentally hit the activate button and the insulin pump over delivered insulin. The blood glucose reading was 8.9mmol/l. It was stated that the low blood glucose was treated. Assisted customer to bring up the glucose level and it was programmed a temporary basal. No further information was provided.